Event description:
A distributor in (B)(4) reported that there was no water feed port plug on an mr340 reusable infant humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.